Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had not used their therapy in awhile because it was ineffective after a certain amount of time. This issue occurred since the patient was implanted on (B)(6) 2014. The patient stated that since implant they would turn stimulation off and then after a few days they would turn it back on. The patient stated that they had not used or charged the ins in a couple of months and they tried to charge the ins today, but it would not sync to their equipment. Patient services suggested that the patient contact their healthcare provider (hcp) to discuss their therapy and check their ins as it was possibly overdischarged. Additional information was received from the patient. It was reported that the patient was not receiving relief from the device as they did prior. They recharged periodically and the issue was probably caused by not charging frequently enough. The patient mentioned the implant was from 2014 and age may have been a factor as well. The patient was advised to have it evaluated by a rep/hcp. The battery was dead and surgery was scheduled for (B)(6) 2020 for a new implant due to the battery being dead and newer technology being available that may provide pain relief.